Event description:
Boston scientific received information that during implant, this right ventricular lead exhibited favorable measurements and the procedure was completed successfully. During the post implant recovery period, lead diagnostics were again reviewed, at which time it appeared lead positioning had changed as r-wave values had significantly dropped from their implant ranges and pvc's were now observed. A chest x-ray was then performed; however, the results were inconclusive for any visible lead movement. Lead diagnostics were again retested, with r-wave values exhibiting a slight increase and pvc's now absent. The associated device was reprogrammed to maximum outputs and scheduled for a re-check the following morning. During one day post implant evaluation, r-waves had continued to improve, settling in around 6.9mv. The patient was scheduled for normal clinical follow-up with no resulting adverse effects and no surgical intervention performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.